Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was dropped and it never came back on. The customer's blood glucose reading was over 300 mg/dl at the time of incident. Troubleshooting found that the damage is in reservoir. The customer was advised that the device would be replaced and to return the product for analysis.